Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n237890004, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (16 mg/ml at "1.886!ml /day") via an implanted pump. The indication for use was non-malignant pain/lumbar radiculopathy. On (B)(6) 2015 it was reported that the patient had complaint of increased low back and hip pain. At the (B)(6) 2015 refill visit, the expected volume was 9 ml; the actual volume aspirated was 14 ml. On (B)(6) 2015, a catheter study was attempted, but the physician was unable to aspirate. The plan was to reduce the patient's concentration to 2 mg/ml and see if her pain increased even more in an attempt to see if the pump was helping her at all and then maybe attempt another catheter study in a week's time and push drug through the catheter at the reduced concentration if the physician was unable to aspirate. The patient status was reported at " alive-no injury". The actual actions/interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from manufacturer representative. It was noted that another catheter dye study had not taken place. The physician elected to do a catheter revision. The case was scheduled for (B)(6) 2015, but was canceled for unknown reason. It was later reported that the patient's pump was replaced on (B)(6) 2015, in addition to a portion of the catheter being revised. The pump was filled with morphine (16mg/ml at 0.2mg/day).

Manufacturer narrative:
(B)(4). Only the pump was returned for analysis. Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
Additional information was received from a healthcare provider (hcp). The reason for the pump replacement was reported as battery is depleted. The reason for the catheter replacement was reported as a break, tear, or hole. There was no patient injury. The patient recovered without sequela.

Event description:
Additional information was received from a hcp. An issue was suspected with the catheter as the patient was having some volume discrepancies. Since the patient had an elective replacement indicator (eri) of 11 months and was (B)(6), they decided to replace the pump at the same time as they did the catheter. The catheter was discarded and there was no clear description in the patient's chart of the exact issue.